Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pc was created to capture the events below: on (B)(6) 2015: plaintiff underwent total knee replacement surgery (right). The implants used were the depuy total knee arthroplasty system, attune size 3 fixed baseplate cemented, size 5 tibial insert, 35 mm dome patella, and a 5 right cemented posterior stabilized narrow femoral component. The surgery took approximately 75 minutes, and the plaintiff tolerated the procedure quite well. She was discharged from the hospital on (B)(6) 2015. On (B)(6) 2015: ultrasound found fluid around right knee joint, large effusion, baker's cyst found. On (B)(6) 2015: pain and inflammation. Cortisone injection given. On (B)(6) 2020: knee pain, baker's cyst, occasional shooting pain along lower leg, and diffuse anterior knee pain after long shifts. Use of voltaren and tylenol. Doe: (B)(6)2020 right knee. This pc was linked to (B)(4) right knee first revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.